Manufacturer narrative:
It was reported that a patient underwent an unknown procedure with a thermocool® smart touch® sf bi-directional navigation catheter and it was described that the thermocool® smart touch® sf bi-directional navigation catheter¿s operability deteriorated. Thrombus was confirmed on the tip of the catheter after it was pulled from the patient¿s body. The device was visually inspected, and red brown material was observed on the catheter tip this is the thrombus reported by the customer. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed, and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the thrombus observed cannot be related to the manufacture of the device since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the procedure. Manufacturer's reference # : (B)(4).

Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30108264l number, and no internal actions related to the reported complaint condition were identified. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure with a thermocool® smart touch® sf bi-directional navigation catheter and it was described that the thermocool® smart touch® sf bi-directional navigation catheter¿s operability deteriorated. Thrombus was confirmed on the tip of the catheter after it was pulled from the patient¿s body. It was also reported that during the ablation phase, it was displaying the contact was unstable. It confirmed the phenomenon that the contact force gradually increased with the passage of time. This occurred 120 minutes after the catheter was conducted. The issue resolved by changing the catheter. The system did not present any error messages and there was no product problem. The stockert j70 generator was in use and no other information will be provided. The patient did not exhibit any neurological symptoms. The procedure was completed without patient consequence. The thrombus issue is considered a reportable event. The force issue is not considered a reportable event. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster, inc. Product analysis lab received the product on february 7, 2019 for evaluation and the initial visual finding was reddish-brown material on the catheter tip. After further review, it was assessed that the catheter was received in the condition reported as the reddish-brown material was thrombus. The issue of thrombus remains reportable.